Event description:
It was reported that shortly after a device replacement, the right ventricular (rv) lead exhibited high impedances on the superior vena cava (svc) coil and rv coil of the lead due to a loose setscrew on the device. The setscrew was tightened and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).